Event description:
The device result was 523mg/dl and the lab result was 117mg/dl. Tests were stated to have been run within 30 minutes. Controls were stated to have been run and were in range. A request was made for the return of the suspect device and replacement product was sent.